Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, not device related: other medical.

Event description:
Patient reported left side "implant illness," "rupture," and exchange of textured device due to patient's concern with product. The event of "implant illness" is not device related. Device remains implanted.